Manufacturer narrative:
The device was returned for analysis. The reported suture separation was not confirmed as not all components were returned. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported suture separation. Factors that may contribute to suture separation during knot advancement include, but are not limited to, user technique,(tensioning angle not coaxial) or suture/ nick damage. The IFU deviation appears to have contributed to the reported suture separation. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: to prevent suture breakage, always pull on the suture limbs with slow consistent increasing tension. Avoid quick or jerky type movements with the suture limbs. The IFU deviation appears to have contributed to the reported difficulties; however, physician is aware and reported the IFU deviation. Therefore, letter is not required. The treatment appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6: medical device problem code 2017, failure to follow steps / instructions.

Event description:
It was reported that this was an arteriotomy closure of the left common femoral artery using a prostyle device after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, the prostyle device was successfully deployed without any problem during steps 1-4. However, when the rail suture was pulled back, a suture break occurred due to jerky motion. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.